Event description:
Dear sir/madam, I was using freshlook color contacts from a licensed optometrist from 2009 to 2014. I had to stop because I developed serious cataracts from the use of this product. I am (B)(6) now. I felt safe using these because they are from a licensed optometrist. There is no warning on this product and the optometrist didn't tell me anything. (B)(6). I want to tell you more. Please contact me. This product should come with a warning that there is an increased risk of cataracts from using them.